Event description:
It was reported that after closing of lower right abdomen artificial anus (jejunum stoma), it was found that about 5mm ring was remaining in the pelvic cavity on CT 4 days after the operation. There was no unexpected resistance and the staples were formed as intended at all three firings. The doctor commented that he had trouble setting the anvil half and the cartridge half at the 3rd firing. The cartridge height was blue. The operation was performed under an open procedure and the device was fired outside the patient through. During the operation, gauze was put on the wound site and CT was not performed soon after the operation. The ring was not confirmed on CT on the next day. Four days after the operation, when the ring was confirmed on CT, all devices which had been used in the operation were checked. The doctor considered that the ring seemed to be the saddle pin cap of the device. The 5mm ring still remains inside of the patient's body. The surgeon has decided not to remove it based on biocompatability assessment.

Manufacturer narrative:
(B)(4). Information unavailable. A copy of the CT scan was provided. Based on the scan and the event description the suspect ring appears to be the saddle pin cap component on the device. The device was not being returned and therefore it cannot be confirmed that it is the saddle pin cap and potential root cause as to why the saddle pin detached.